Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their transfer set was accidentally disconnected from the peritoneal dialysis (pd) catheter. The separation occurred between the plastic catheter adapter and the transfer set. The process step, sample availability, and any reported patient injury or medical intervention is unknown.

Manufacturer narrative:
Should the sample become available, a follow-up report will be submitted.